Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Clip delivery system (cds) (91107u276) was inserted and advanced into the left ventricle (lv). However, due to a dilated heart, large valve and flail the clip became caught in the chordae multiple times. The clip was easily freed from the chordae and no damage occurred. Due to the patient anatomy, grasping was also difficult. The clip was able to deploy on both leaflets, but after deployment, echocardiogram showed the clip slowly started to slip off the posterior leaflet. The clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that no tissue damage was caused by the clip slipping off the posterior leaflet. To stabilize the slda, an additional cds (91118u162) was inserted. Again, due to patient anatomy, grasping was difficult. The clip was able to be deployed and mr reduced to a grade of 3-4. On (B)(6) 2020, the patient health deteriorated, and mr increased; therefore, an impella heart pump was implanted. However, later that day, the patient expired. The physician stated that the mitraclip procedure contributed to the patient death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for single leaflet device attachement (slda) could not be determined in this complaint. The reported difficult or delayed positioning (anatomy interaction/leaflet grasping) is due to challenging patient anatomy. The recurrent mitral regurgitation (mr) appears to be due to patient anatomical conditions/procedural circumstance. The reported death appears to be due to deterioration of the patient¿s condition/anatomical reasons. The reported patient effects of mitral regurgitation and death are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.